Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition drawer fail maintenance was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order#: (B)(4), the fse replaced the pyxibus module controller board and both drawer controller boards to resolve the issue. Finally, the fse opened and closed both drawers successfully with no further issues. During dchu visual inspection: pn: 151630-01: the part showed no physical damage, but signs of fluid ingress were found on the rear side of the board. Pn: 151622-01: both pcba dwr cntlr v1.10/v1 (sn: (B)(6) were received in good condition with no anomalies. During dchu testing: pn: 151630-01: no testing was required due to the fluid ingress observed on the visual inspection. Pn: 151622-01 - sn: (B)(6): testing on the first drawer board revealed a short circuit in components d501/mosfet q501, with resistance measured at 0.2 ohms. This fault caused the 5 v input power to be grounded, confirming the board was faulty. Pn: 151622-01 - sn: (B)(6): testing of the second drawer board began with d501 and q501, showing resistance above 1000 ohms. Measurements at tp501 (vcc_in) and tp503 (gnd), as well as q601, yielded similar results. Additional components, including diodes and resistors, were tested with no anomalies detected. The returned drawer board was then installed in a known-good dchu half-height drawer for hta testing. The drawer was successfully detected and passed all hta tests with no anomalies or intermittent behavior observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the reported complaint drawer fail was attributed to a shorted diode d501 / mosfet q501 on the drawer controller board (sn: (B)(6) and fluid ingress on the pcba pmc v1.06/v0.09bl hh which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. As per part investigation, it was determined that there were shorted diode d501 / mosfet q501 on the drawer controller board and fluid ingress on the pcba pmc v1.06/v0.09bl hh. There were no adverse events or injuries reported based on this event.